Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The recipient has healed and resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing swelling and pain at the magnet site. Device testing revealed results within normal limits. The recipient's magnet strength was reduced. External equipment has been exchanged and programming adjustments have been made. The recipient was advised to discontinue device use.